Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The instructions for use (IFU) indicates under adverse effects that "as with all catheterization procedures, complications may be encountered with the use of the pressure guide." The IFU also warns, "do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the user prepared the manufacturer's wire as per the instructions for use (IFU) and wire auto zeroed "ok". The wire advanced into the guide-catheter and vessel. The pd signal was `lost` prior to normalization; and they were unable to get the pd wire signal back. The facility unsuccessfully attempted to disconnect and reconnect the wire without success. Another pressure wire was used successfully to perform ifr. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was broken and the distal portion of the sensor, including the diaphragm, was missing. The remaining portion of the sensor was level in the sensor housing. An electrical resistance test was performed. The test discovered unstable, weak connections between all three conductive bands. The wire failed the signal test and was not recognized. The probable cause of the observed failure was unstable, weak connections in the electrical circuit of the device due to the broken pressure sensor. Because the device was initially functional, the damage to the sensor likely occurred sometime during or after the procedure. However, we were unable to conclusively determine when and how the sensor was broken. This case is being reported in an abundance of caution as the manufacturer is unable to determine when the distal portion of the sensor separated from the device. There was no patient injury or harm reported.